Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2011. During the procedure, the surgeon was using a stem inserter to impact a humeral stem into the humeral canal. After implanting the stem, the stem inserter would not disengage from the implanted stem. The stem was disengaged from the stem inserter by tapping it with a mallet. The procedure was completed without injury to the patient or significant delay.

Manufacturer narrative:
Evaluation of returned device found instrument to be out of design specifications. Device was refurbished. (B)(4). The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).